Event description:
A malfunction alarm was reported by a customer, with the malfunction code "malf 0," though no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. The customer did not report or reset the pump for this malfunction in the past 24 hours, so technical support provided pump reset information and assisted with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the customer acknowledged and understood.